Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, there was no external damage to the device. The end to end ohms resistance for the paired electrodes shall be less than 2 ohms with no short circuit between poles; the actual measurements were 1.6 ohms and 1.7 ohms respectively, however the ohms resistance between pole read from 100 ohms to 1000 ohms indicating an erratic short circuit. With no physical damage the most probable location for the issue is internally within the overmolded section of the needles at the distal end. There is a number ¿51¿ in the center of the overmold section which typically indicates a mold cavity number. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via manufacturer representative that the electrode was used but no response was observed during the tympanoplasty procedure. There was no intervention planned or performed. There was no delay with the procedure. The procedure was completed with back up electrode and there was a response observed. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient impact.